Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to "obstruction of the coronary orifices."

Manufacturer narrative:
Evaluation summary: as received all three leaflets have been cut off. Approximately 3mm of tissue remains along the attachment. Unable to evaluate based on the current condition of the valve. Heavy host tissue is evident at the stent outflow, and moderate at the stent inflow. Host tissue fused parts of host anatomy to the valve. No inconsistencies detected in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly an unknown valve was explanted following implant due to unknown reason(s). No additonal information is available at this time. (B) (6) 2010 response to request for information from sales representative indicates that patient from our implant patient registry is the patient. Per implant patient registry information the device is a 6625, 25mm valve implanted in on (B) (6) 2004. The implant duration was 64 months. Operative report received on (B) (6) 2010 indicates device was explanted due to bioprosthetic mitral stenosis and atrial fibrilation..

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (6) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided other than the operative report, device was not returned for evaluation.